Manufacturer narrative:
Exemption number e2013017. (B)(4). One (1) filled bag was received for evaluation. The bag and the solution were visually inspected, and neither the bag nor the solution in the bag showed any blue discoloration. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. Based on the results of this investigation, no specific conclusions can be made regarding the cause of the reported event. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
Exemption number e2013017 b. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun italy s.p.a. (Manufacturer). This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: pharmacist was compounding 8ml of nitroprusside (sagent mnfctr) into 234ml of dextrose 5 percent (baxter mnfctr), then added 8ml of sodium thiosulfate (hope pharmaceuticals). Prepared the infusion and sent to the nursing unit in an amber bag to protect from light until use. When the nurse removed the compounded bag from the amber bag, the eva bag was blue. The nitroprusside and sodium thiosulfate in d5 water solution turned blue; not the bag itself. No patient involvement.